Event description:
Event description cpi recieved information that this implantable cardioverter defibrillator (ICD) was found "inactive" and battery expired during a routine follow-up interrogation. It was noted that battery status was end of life (eol) at the past follow-up, but it was not noted by the health care professional. The ICD is scheduled for replacement. Implanted: 03/27/95 (implanted 17 months)